Event description:
Target was initially informed that the gdc coil stretched before use. Upon investigation it was found that the coil broke from its pusher wire, and it appears that there was some blood at the proximal end of the introducer sheath, therefore this complaint became an MDR. Through a follow-up with a hosp rep on 4/15/1999, target was informed that "there were no complications to the pt as a result of this event. Pt responsed well to the coiling and was discharged after three days. Control angiogram at six months was favorable. Pt is up and about and has gone back to work."